Event description:
The customer reported via phone call that the insulin pump was exposed to fluid when it had been dropped into a toilet. The customer's blood glucose was 214 mg/dl. She stated that she was at her bathroom sink changing out her reservoir when the insulin pump slid off her vanity and into the toilet. She stated that the insulin pump's display went blank and would not return. She observed condensation under the screen. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. Also moisture damage was noted on the motor, battery tube and vibrator assembly. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.